Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the remote home monitoring communicator displayed a red blinking light indicating a potential product performance issue with this pacemaker. Remote interrogation troubleshooting was attempted, however, was unsuccessful and the patient was referred the patient to their physician for follow up. No adverse patient effects were reported. This product remains implanted and in service.